Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was exhibited with the right atrial (ra) lead, which resulted in a loss of bi-ventricular pacing. No further information could be obtained through follow-up with the clinic. The lead remains in use. No patient complications have been reported as a result of this event.